Event description:
During a remote follow up, high defibrillation impedance was observed on the right ventricular (rv) lead. A lead fracture was suspected. No intervention has been performed. The patient was stable and will continue being monitored.